Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that the insulin pump is not showing the no delivery alarm. Due to the absence of no delivery alarm the blood glucose reading increases. The blood glucose reading is 300mg/dl. Even though the tubing was kinked once and the cannula was bent, the insulin pump did not alarm. Advised customer to clamp tubing 1 inch from the site end of the infusion set. Customer states that the insulin pump did alarm. Nothing further reported